Event description:
It was reported that premature depletion was alleged involving this subcutaneous implantable cardioverter defibrillator (s-ICD). A review of the device data by technical services (ts) confirmed that the device power consumption was increasing in a gradual fashion, and premature battery depletion was confirmed. The device should be replaced within sixty two days. The device was planned to be replaced as the patient was already hospitalized for non device related reasons. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This device will not be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that premature depletion was alleged involving this subcutaneous implantable cardioverter defibrillator (s-ICD). A review of the device data by technical services (ts) confirmed that the device power consumption was increasing in a gradual fashion, and premature battery depletion was confirmed. The device should be replaced within sixty two days. The device was planned to be replaced as the patient was already hospitalized for non device related reasons. Additional information noted that this device was explanted but will not be returned. No additional adverse patient effects were reported.